Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a hospital meter within 10 minutes: "hi" (>600 mg/dl, mobile system) and 250 mg/dl (hospital meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.